Event description:
An abbott employee observed error code 1118 (invalid test results, intercept too low) when testing polymedco control material using axsym total b-hcg reagent lot 48064q100.

Manufacturer narrative:
Testing was not performed since this issue has previously been investigated. Below is a summary of the previous investigation: analytical laboratory testing revealed that the presence of aggregate material in the b-hcg specimen diluent caused an increase in the background of the specimen diluent, which resulted in axsym error code 1118 and differences in concentration values when patient specimens were diluted. The formation of these aggregates is specific for the b-hcg specimen diluent (9c21j) formulation, where an interaction occurs between the bovine plasma diagnostic base (pdb) and normal goat serum (ngs). Experiments identified the presence of the igm in the composition of the aggregate material in the pdb used to manufacture the affected b-hcg specimen diluents. It was determined that the pdb lots used in the specimen diluent promotes the formation of aggregates in the presence of ngs. The aggregates may clog the matrix cell and reaction cell of the axsym and imx analyzers, respectively. Protein aggregates found in the b-hcg specimen diluent may cause a decreased flow rate of the matrix cell that can result in increased background rates in the assay due to residual conjugate being present when substrate was added to the immunoassay reaction. This reduction in flow rate is associated with axsym error code message 1118. The testing is conclusive that the formation of igm protein aggregates in the implicated lots of pdb is the cause of the increase in background for the b-hcg specimen diluent, which resulted in the investigation of this issue. As a result of the investigation, pdb will no longer be used to manufacture b-hcg specimen diluent. The product reformulation will correct the aggregate issue when the reformulation is completed and implemented. Product was retired from the market until a new b-hcg specimen diluent buffer free of pdb is implemented. The reformulation consists of the substitution of pdb in the current specimen diluent. Alternatives to pdb are being evaluated. This is the final report.